Event description:
According to the literature, a prospective study assessed the clinical outcomes in patients who underwent laparoscopic sleeve gastrectomy between january 2022 and february 2023. The patients were divided into a non-waiting group and a waiting group, each with 60 patients. Stomach dissection was performed using a blunt tip vessel sealer and divider. Gastric transection was performed with a black 60mm reload followed by a 60mm purple reload. In the waiting group, after the staple was locked into the stomach, compression was applied for 30 seconds. After firing was completed, the punch jaws were left compressed for another 30 seconds without opening, after which the jaws were opened and the process was completed. In the non-waiting group, firing and cutting were performed without waiting after tissue locking with the stapler. The stapler shooter gun gave a feeling of sticking, it made crackling sounds when firing and made sounds that gave the feeling of breakage and deterioration. Complications included bleeding. Intraoperative staple line bleeding required surgical clips to resolve the issue. Postoperative bleeding was treated with blood transfusions. The non-waiting group had a higher incidence of bleeding than those in the waiting group. Other complications not related to the device included atelectasis, fever, vomiting and hematoma due to ineffective drainage.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#unknown); unknown ligasur, unknown ligasure instrument (lot#unknown); egia60axt, egia60axt egia60 artic extra thicksulu (lot#un known); unknown endo gi, unknown endo gia instrument (lot#unknown) title: compression pre-stapler firing and post-ignition wait during sleeve gastrectomy: a prospective randomized trial. Source: sao paulo med j. 2024;142(3):e2023163 / https://doi.org/10.1590/1516-3180.2023.0163.140823 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.